Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation as the ipg depleted within 24 hours and the patient has to recharge more than once a day. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a non-rechargeable ipg. Post-operatively, stimulation therapy was restored.